Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the monitor was very hot during transmissions. It was further described that the temperature was almost so unbearable that the patient didn't want to use it again. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.